Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment and had damage near the motor. The customer stated that they had high blood glucose of 419 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.